Event description:
Device malfunction: difficult to remove. Symptoms/ae: foreign body removal. Time of malfunction/ae: during procedure. It was reported that during a right internal carotid artery stenting procedure, during attempted retrieval of the emboshield, the emboshield retrieval catheter could not cross the stent despite multiple attempts and re-dilatation. The physician was able to capture the filter using the rx accunet recovery catheter system. The patient was discharged one day post procedure. Although requested, there is no additional information available. Study event.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.